Event description:
Consumer reported complaint for error message (e-2) and hi blood glucose test results. The customer does not know his expected blood glucose test result range. The customer stated that he is new to using the true metrix go meter and that he had a caregiver there to assist him regarding when to test and what to eat. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix go meter. The product is stored according to specification in the living area. The test strip lot manufacturer¿s expiration date is 11/24/2023 and open vial date was not disclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 15-aug-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.